Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery. The 3.0x15mm nc trek balloon dilatation catheter became stuck with the hi-torque balance middleweight universal ii guide wire when attempting to advance over the wire. With a little force the shaft of the guide wire separated when attempting to remove. The balloon and guide wire were removed as a unit; the separated portion was removed via snare. A non-abbott device was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to the difficult advancing and removing the balloon dilatation catheter (bdc) from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, device placement technique, buildup of procedural contaminants in the guide wire lumen, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. In this case, a conclusive cause for the reported complaints could not be determined since the device or component were not returned for analysis. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.